Event description:
I'm new to using a bipap machine- I've been on 2 weeks- the therapist said after week one I had too many leaks and changed me to dreamwear with magnets- she said no leaks now but my eyes are watering constantly with goopy fluid - my vision has decreased at least 30%. I have horrible jaw pain- I'm missing most of my molars and there is phantom pain in them as well as my remaining teeth. My face is puffy. I don't understand how she is allowed to still hand them out if it's been recalled! I also do not understand why the doctor prescribed a recalled mask. I've been on hold 20 minutes trying to report the problem to the makers of the mask. I plan to call the hospital and address all of that after this current call. Ref report: mw5149626.